Event description:
Baxter reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed in 11/2005. No pt injury or medical intervention was associated with this incident per baxter.